Event description:
Additional information was received that the lead pin was confirmed to be completely inserted at the patient's most recent replacement surgery prior to when high impedance was seen.

Event description:
It was reported that the patient was seen with high impedance and was referred for a full revision after having ok impedance at a recent battery replacement. X-rays were taken that showed no visible lead discontinuity and the patient did not have any recent trauma. During the revision, high impedance was seen again and troubleshooting was performed of removing and reinserting the lead pin and performing generator diagnostics with the test resistor, which came back ok. The lead was then replaced and impedance was ok. The surgeon elected to replace the generator as well and impedance was still ok. The lead was unable to be fully explanted and both of the explanted products were discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.